Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device was displaying errors and did not move. The device was not being used during a procedure. It is unknown if there was patient or user injury, surgical delay or medical intervention related to this occurrence. No additional information is available.